Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the top shroud damaged. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 5 clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the device misfired three times. Procedure completed with same/like device. There were no adverse event on the patient.